Event description:
The complainant reported the patient was on impella cp support and there were placement signal alarms. The placement signal not reliable alarm occurred, and the account continued to monitor hemodynamics. The pump was not removed or replaced and was flowing perfectly in patient. It was found by the investigating engineer that the issue possibly occurred with the automated impella controller and not the pump. The pump was eventually weaned and explanted, and no patient harm has been reported.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Data analysis: console logs from the reported day of the event are consistent with the complaint. The logs show multiple instances of the following errors: "algs suspended opm signal invalid," "algs suspended opm crc error," and "invalid_bad_snr_sample_mask" due to the signal-to-noise ratio (snr) falling below the minimum threshold. Subsequently, several psnr and controller errors were observed. Lt log data indicates that the unreliable placement signal persisted throughout most of the case, with varying intensity, which correlated with low snr. This led to placement signal not reliable (psnr alarms (#1036, due to low signal-to-noise ratio) and controller error (#1045, opm comm crc invalid) on 3/15/2024. Rt log data also showed low contrast values and low snr values. Further analysis of console logs revealed similar symptoms (psnr and low snr during the case) with pump 473839/7 on 2024-04-13 and pump 499991/7 on 2024-05-08. Device analysis: the console ic1316 was sent back to field service for further investigation. The reported complaint could not be reproduced. However, upon inspecting the analog output of the charge-coupled device (ccd) from the optical bench, intermittent distortions in the signal (envelope/fringe) were observed. When the signal was not distorted, the measured "5s" parameters were within specifications. Root cause: the root cause of the issue was identified as intermittent distortions in the optical bench signal, likely caused by a malfunction in the optical bench or its components. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.